Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2. E1: patient city : (B)(6). Patient country : (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered two similar events where tape was not sticking while showering and events occurred on 04 -jun-2024 and on 07-jun-2024. No further information available.